Event description:
It was reported that a vns therapy pt was found deceased in his apartment. At this time, the cause of death is still unk, but the reporter indicated that the event is not believed to be related to vns therapy. The explanted devices are currently awaiting analysis. Good faith attempts for additional info have been unsuccessful to date.